Event description:
The customer reports that prior to a procedure when they opened the package and took the device out it was teflon material on the shear. Device was not used.

Manufacturer narrative:
(B)(4). Evaluation summary: the instrument was not received in sterile packaging. The analysis results found that the device was returned with the tissue pad partially separated from the clamp arm, damage to the inner tube at the clamp arm interface and with the blade bent - evidence of user error. The device was tested with a generator and no error code was noted. Based on the condition of the issue pad, it appears possible that the clamp of the device may have been open while inserting into the trocar. No conclusion could be reached as to how the tissue pad, inner tube or blade became damaged. A batch record review was performed and no anomalies were found during the manufacturing process. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.